Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was a lot of blood in the lead and the angioplasty guide did not come out of the tip; it remained blocked inside the body of the lead. The physician decided to remove the lead and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted a zinger support guidewire was fully inserted with no resistance or anomaly. If information is provided in the future, a supplemental report will be issued.